Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
One false positive result, confirmed negative by pcr. Unknown if the patient was symptomatic or asymptomatic. The customer communicated they had seen more positive results recently (~40), but when they confirmed 8 samples, 7 of them matched pcr and only the one was confirmed false. Technical support noted some errors in the user procedure during troubleshooting.